Event description:
It was reported that the left ventricular lead exhibited high thresholds in the unipolar configuration. Other pacing configurations resulted in diaphragmatic stimulation. An attempt to reposition the lead was unsuccessful. The lead was explanted and replaced. The patient was in stable condition after the procedure. No adverse effects were noted upon discharge from the hospital.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.